Event description:
A customer reported experiencing an alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The customer resolved the occlusion issues by changing the infusion set and cartridge and resuming insulin. No additional assistance was deemed necessary, and the case was closed by cts.